Manufacturer narrative:
No UDI available. The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis wil be submitted as a follow up report.

Event description:
It was reported that the bilaterally implanted pt perceives sounds of 'ants' via his left implant since (B)(6) 2014, and that the pt had started to reject his left device, having previously demonstrated good auditory benefit from both his left and right implants. The unaided testing for left ear is consistent with testing pre-implant. An accident or trauma is unk. Re-implantation of the left vibrant soundbridge was performed on (B)(6) 2014.